Event description:
A malfunction alarm was reported with the code malf 12, but it did not adversely impact the customer's blood glucose level. Technical support provided information on how to reset the pump, though the customer was unable to perform the reset immediately due to the lack of charging supplies. It was noted that the customer would call back to complete the pump reset, and a follow-up was planned.